Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. The user reported a collision of the c-arm with the table. It is not known if the collision occurred during a patient procedure and no further details of the event were provided. Additional information has been requested in order to conduct a complete investigation.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation was performed considering complaint description, system log files, system history and images. The log file analysis shows that there was a misalignment between the detector and x-ray tube. Based on expert opinion the root cause is a collision of a dropped object on the x-ray tube. The exact circumstances at the time of the event could not be reproduced. During patient registration or when changing the tabletops, the default head holder (large collision zone) is selected by default. Afterwards, the head holder can be changed or deselected at any time in the head holder selection by the operator. It is the responsibility of the user to avoid collisions (see warning in the artis pheno user manual chapter 4.3.1 "important information on unit movements"). System actions to reduce collisions (provided the right head holder has been selected): the speed is automatically reduced for movements in the collision zone or in particular system positions. User should hear a warning sound and message while the system moves slow. In case of a collision, sensors, e.g. On the fd, automatically stop the movement. The siemens technician confirmed that the misalignment between detector and x-ray tube was due to a collision of a dropped object on the x-ray tube and not from the collision between the c-arm and head holder of the table. The service engineer adjusted the flat detector (fd) rot manually as well as the digital subtraction angiography (dsa). After readjustment the error did not reoccur. The manufacturer is not considering further actions resulting from this event because no systematic error has been recognized.